Manufacturer narrative:
Though requested from the reporter, the product was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. The most probable root cause is user related. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that during a phacoemulsification surgery to implant an intraocular lens (iol) into the left (os) eye, the iol was difficult to deliver and appeared to be stuck in the delivery device. As the iol was implanted into the eye, the surgeon noticed the iol was cracked. The incision was enlarged to 4.0mm to remove the lens. A successful intraoperative lens exchange was performed using a back up lens of the same model and diopter and the patient did not notice a decrease in vision. 10.0 nylon sutures were used. The plan of surgery was changed as the incision was enlarged and sutures were required. In the physician's opinion, the most likely cause of the damage was a loading error. The post-operative follow up visit showed improvement and the patient's prognosis is good.